Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician performed transseptal puncture (tsp). The closure device was deployed; however, the physician noted that the angle was poor. The closure device was retracted into the wds sheath, and the was sheath was pulled back toward the tsp site, and a thrombus was noted on the right side of the tsp site attached to the was sheath. The patient's therapeutic active clotting time (act) was 304 seconds. An additional act was taken approximately 15 minutes later and after 5k more units of heparin were given, the act result yielded an act greater than 400 seconds. The physician chose to abort the procedure. The physician was able to aspirate the clot out through the was sheath. There were no further patient complications reported.